Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a whitish foreign material inside the air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation and the information provided, the foreign material was unable to be specified. It is unknown if the reprocessing was conducted according to instructions for use (IFU). There was no physical damage at the place where the foreign material remained. The root cause of the foreign material remained in the device could not be identified. The instruction manual states the detection method associated with the event in ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿, and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.